Event description:
On 4/29/2024 an FDA medwatch notification was received via email. A facility representative reported that an ar-3636 knotless 1.8 fibertak tip broke off. It was noticed upon removal of the fibertak inserter that the small prong at the tip of the insertion device, which typically measures 2 to 3 mm, had broken off. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.